Event description:
It was reported that the tech was prepping the headway 17 microcatheter for a stent procedure. While flushing the microcatheter, no liquid was passing through to the distal opening of the microcatheter. They tried multiple syringes with no improvement. They finally replaced the microcatheter with a fresh one and it flushed appropriately. The microcatheter was not placed in the body. Although the initial information received was not determined to be reportable, we are now reporting the event based on device investigation findings of delaminated ptfe liner occluding the lumen.

Manufacturer narrative:
A search for non-conformances associated with this part / lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Investigation conclusion: the investigation of the returned headway microcatheter found a flattened section at 9-10cm from the strain relief; furthermore, an in-house guidewire was unable to advance into the hub during functional testing, which is consistent with the alleged product issue. Further inspection found damaged ptfe liner occluding the microcatheter lumen. The physical evaluation of the device could not identify the conditions or circumstances that led to the ptfe liner occlusion, but this condition is consistent with the liner of the lumen experiencing forces exceeding the device's tensile strength.